Event description:
It was reported that major bleeding occurred. The patient was enrolled in the (B)(6) clinical study. The patient underwent the transcatheter aortic valve implantation (tavi) procedure and received an acurate neo valve. An isleeve introducer was used during the implant. One day post implant procedure, the patient had major bleeding at the access site. No further patient complications were reported.